Event description:
A customer reported that their AED's asi light is blank and that they have already replaced the 9v battery. They did not report that this event occurred during patient use.

Manufacturer narrative:
A customer reported that their AED's asi light is blank and that they have already replaced the 9v battery. The AED maintenance is scheduled quarterly by checking the asi light. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.